Manufacturer narrative:
A trumpf medical service technician inspected the light system and found the extension arm had a broken circlip . The service technician replaced the circlip with a new extension arm fixation kit to resolve the issue.

Event description:
A trulight system developed a gap between the ondal spring arm and the central axis.